Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and a helix mechanism issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood. X-ray examination found an over-torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within product specification. The reported event failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event helix mechanism issue was due to blood clogging the helix at the helix region and an over-torqued inner coil at the connector region.

Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead exhibited a loss of capture. A chest cardiography confirmed the lead had dislodged. The physician attempted to reposition the lead, but the helix was difficult to extend. The lead was explanted and replaced. The patient was in stable condition.